Event description:
It was reported that the patient experienced hyperglycemia with sensor readings up to 395 mg/dl and a confirmatory fingerstick of 330 mg/dl, trending upward overnight after a full supply change and a snack; the patient uses an ilet system with a contact detach steel infusion set and received guidance to perform a full supply change and resume insulin delivery. Symptoms included hyperglycemia without associated clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.